Manufacturer narrative:
(B)(4). Date sent: 6/18/2017. Batch # l9211k. The device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. A batch history record review was performed, and a protocol was created during the manufacturing of this batch but was not related to the event description. Additionally, no defects or nc¿s related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure when surgeon has plugged the hand-piece the generator has displayed "please contact your customer service". They used a brand new hand-piece on the same generator and everything work fine. No patient consequences